Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction is being made to a previously submitted report for the h9 field. The h9 field has been updated to na (not applicable).

Event description:
It was observed that during the device evaluation, the high flow insufflation unit light-emitting diode on the control panel does not light up. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor contact of front panel, the light-emitting diode on the control panel does not light up. The most probable cause of the failure is a cause linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.